Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was high as 343 mg/dl. The customer also states the pump was turned off the whole night. The customer put in a new battery and said that pump is working, advised to monitor the pump. Offered troubleshooting for high blood glucose but he declined. The insulin pump will not be returned for analysis.